Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to physically damaged connector j1001 and j101 on the computer/analog board. The monitor showed signs of physical abuse. The root cause for the damaged pin was physical abuse. No adverse events occurred as a result of the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.